Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) patient receiving intrathecal dilaudid 1.0mg/ml at 0.1071mg/day and bupivacaine 12.8mg/ml at 1.371mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and chronic lower back pain. The concomitant medications and patient history were not reported. It was reported that post-operatively the patient reported persistent spinal headaches (catheter implanted (B)(6) 2015). The health care provider (hcp) had performed blood patches that did not resolve the headaches. Surgical observation was performed on (B)(6) 2015; it was noted that the anchor was buckled around the catheter, and flow of cerebrospinal fluid (csf) from the catheter was very sluggish. The distal segment and anchor were removed. A new catheter was placed with good flow and a purse string was tied around the system. The issue was reported as resolved at the time of this report. The hcp had no further information. The patient status at the time of this report was "alive- no injury." The device was sent back for analysis. If additional information is received this report will be updated.

Manufacturer narrative:
The catheter was returned and analysis revealed the anchor did not properly detach from the ascenda tool, but still able to use. Although it was confirmed that the one end of the anchor was inverted the catheter segment passed patency and pressure testing showing no evidence of occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.